Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On the day of onset, the patient was hospitalized. The cause of the event and treatment were not reported. Extraneal and physioneal were ongoing. The patient was not recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Treatment for the peritonitis event was unknown. On an unknown date, the patient was discharged from the hospital. On unreported dates, extraneal and physioneal therapies were discontinued due to the peritonitis event and the patient decided to switch to hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.